Event description:
**Final report is being submitted due to the completion of the investigation on (B)(6) 2021. Results and conclusions are outlined in sect0roducing into guidewire found kink on stent. Olympus visiglide 025 guidewire. Lab eval (B)(6) 2021: confirmed presence of kinks, no break/fracture. .what was the target location for the stent? 2in the bile duct 3.please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 3hospital kept their in proper shelf with controlled temperature. 4.what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* 4olympus visiglide 025 guidewire 5.was the wire guide lubricated prior to use? N/a, yes, no 5no 6.was the wire guide inspected for damage prior to use?* n/a, yes, no 6new guide wire taken for procedure. 7.was the device at the centre of the complaint inspected for damage prior to use? N/a, yes, no 7 before introducing into guidewire found kink on stent 8.did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no 8 no. All happened before introducing the working channel. 9.if not with the device in question, how was the procedure finished?* 9 used another stent 10.were any other defects observed on the device prior to return (other than the reported complaint issue)? Yes, no if yes, please detail any other defects observed 10 no.

Manufacturer narrative:
Device evaluation: 1 x zso-7-7 of lot # c1722664 was retuned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 12th february 2021. Kinks were observed on 3rd and 5th portholes on pigtail curl on the tapered end and slight kinks on 3rd, 4th, 5th portholes on pigtail curl on the non tapered end. A 0.035 inch wire guide could not pass the stent. Document review including IFU review: prior to distribution zso-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-7 of lot number c1722664 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1722664. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ additional information received confirmed that the comment "broken while inserting" meant "kinked while inserting" and that no actual break or fracture occurred. Root cause review: as there was a lot of contradicting information provided during the investigation of this complaint, it is difficult to investigate a definitive root cause. Initially the reported issue on (B)(6) 2020 was ¿broken while inserting", this was also the stated issue provided in the complaint form on (B)(6) 2020. Additional information provided on 19 january 2021 reported the use of 0.025¿ wireguide and also that ¿before introducing into guidewire found kink on stent" additional information was requested & update provided on 16 february 2021 stating ¿procedure was finished with another company made stent as size was not available of cook in stock in hospital during procedure. Stent found kink prior to introducing into working channel. Device was returned back for evaluation. They used visiglide 0.025" guide wire for procedure. They did not used straightener before introducing." Clarification was requested on 07 april 2021 in reference to the use of the pigtail straightener as the straightener had been removed from the device when returned to cirl & clarification on when the kink was observed to which the following statement was provided ¿as reported by customer they found kink on stent before stent introduced which means they found kink on stent in initial process of stent loading preparation.¿ further clarification on how the stent was prepped and the use of the pigtail straightener was requested on 07 april 2021 due to how it was returned for evaluation, the following information was provided ¿reported product and complaint sent as received.¿ as it cannot be clarified how the stent was prepped for use & as the straightener has been returned separate to the stent, it is assumed that the pigtail straightener has been used in prepping the device for the procedure and is likely how the stent has become kinked. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends

Event description:
Supplemental follow-up report is being submitted due to the receipt of the device and device evaluation 12-feb-2021. Initial report details: broken while inserting. (B)(6) 2021: before introducing into guidewire found kink on stent. Olympus visiglide 025 guidewire. .what was the target location for the stent? 2in the bile duct. 3.please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 3hospital kept their in proper shelf with controlled temperature. 4.what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? 4olympus visiglide 025 guidewire 5.was the wire guide lubricated prior to use? N/a, yes, no. 5no. 6.was the wire guide inspected for damage prior to use? N/a, yes, no. 6new guide wire taken for procedure. 7.was the device at the centre of the complaint inspected for damage prior to use? N/a, yes, no. 7 before introducing into guidewire found kink on stent. 8.did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no. 8 no. All happened before introducing the working channel. 9.if not with the device in question, how was the procedure finished? 9 used another stent. 10.were any other defects observed on the device prior to return (other than the reported complaint issue)? Yes, no. If yes, please detail any other defects observed. 10 no.

Manufacturer narrative:
Complaint device was returned and evaluated on 12-feb-2021. Kinks on tapered end of the device were confirmed and slight kinks were noted on the non-tapered end. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Broken while inserting. (B)(6) 2021: before introducing into guidewire found kink on stent. Olympus visiglide 025 guidewire. What was the target location for the stent? 2in the bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Hospital kept their in proper shelf with controlled temperature. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Olympus visiglide 025 guidewire. Was the wire guide lubricated prior to use? N/a, yes, no: no. Was the wire guide inspected for damage prior to use?* n/a, yes, no: new guide wire taken for procedure. Was the device at the centre of the complaint inspected for damage prior to use? N/a, yes,: no. Before introducing into guidewire found kink on stent. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no: no. All happened before introducing the working channel. If not with the device in question, how was the procedure finished?* used another stent. Were any other defects observed on the device prior to return (other than the reported complaint issue)? Yes, no: if yes, please detail any other defects observed: no.